Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with a device that was unable to get a threshold in the right ventricular lead. The lead would not capture. The lead was reprogrammed to address this issue. No patient consequences reported.